Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to impedance measurements high out of range on the right atrial (ra) lead. Technical services (ts) also observed noise on the atrial channel. Ts provided guidance on this issue. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.